Event description:
Customer reported that she had high blood sugars. Customer stated that the drive support cap is loose on her insulin pump and when she pushed the cap in makes a clicking noise and the insulin squirted out. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with a cracked reservoir tube lip. No loose drive support disk noted.